Event description:
The customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the daily totals did not add up correctly with the boluses and basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.